Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined a and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid left anterior descending coronary artery. The lesion was pre-dilated, then a 3.0x18mm xience xpedition was implanted. Post implant, a dissection was noted. The dissection was covered with another xience xpedition. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.